Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that customer was taken to the hospital but did not have any more time to discuss as she was due to eat for medication she took today. Customer will call back at a later time to discuss insulin pump concerns as she does not like her current insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 490 mg/dl at the time of incident. Customer experienced symptoms such as difficulty in breathing. The insulin pump will not be returned for analysis.